Manufacturer narrative:
Additional information: on 1/18/2016 the customer returned medical paper work that provided the following information: age at time of event/date of birth: (B)(6) / (B)(6) 1966. Weight: (B)(6). Describe event or problem: the patient received a tetanus immunization and a prescription for bactrim ds 160-800 mg to be taken by mouth every 12 hours for 10 days. Relevant tests/laboratory data: tetanus immunization, antibiotics (B)(6) 2015.

Event description:
The patient received a prescription for bactrim ds 160-800 mg to be taken by mouth every 12 hours for 10 days.

Manufacturer narrative:
Results: one used sample along with an open blister pack was returned for evaluation. A visual inspection revealed that the needle had retracted and was inside the syringe barrel. Bd integra¿ is a retractable syringe product. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3171195. Conclusion: an absolute root cause for this incident cannot be determined as the returned sample and device history record revealed no irregularities/no failure was detected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a consumer used a bd integra 3 ml syringe with detachable needle for an injection and the needle broke off in use. The consumer went to a hospital and received an ultrasound. The needle was not visualized. Upon further evaluation of the syringe, the consumer found that the needle had retracted into the barrel of the syringe.